Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.019.017; lot: 9872616; manufacturing site: hägendorf; release to warehouse date: july 01, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the depth gauge for multiloc humeral nailing system was received at us customer quality (cq). Upon visual inspection, the two components 60073050 ¿messhaken¿ and 60073052 ¿shaft¿ were not welded together. According to drawing, components must be laser welded together in component 60073054 ¿scala with hook¿. The visual inspection showed that the device was used therefore both component used to be connected. Dimensional inspection: measured dimensions: shaft diameter: conforming document/specification review: based on the date of the release to the warehouse, the following current and manufactured revision of drawings were reviewed. Messhaken/measuring hoo; depth gauge expert/asls; scala with hook. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the complaint device was received broken. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: facility information is not available.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant device returned. Initial reporter is j&j company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the depth gauge for multiloc humeral nailing system broke off the base. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) depth gauge for multiloc humeral nailing system. This report is 1 of 1 for (B)(4).